Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted as part of a chevar procedure. It was reported on the same date, a type ia endoleak was present. Also, site confirmed that the endoleak was not a device deficiency. No cause was reported. No additional clinical sequalae were provided and the patient will be monitored.